Event description:
A surgical tech reported a pt that was seeing halos, starbursts and could see reflections of the lens following bilateral intraocular lens (iol) implant surgeries. There are two medical device reports associated with these events. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There were no other complaints reported for this lot. Add'l info was requested by phone, fax and mail on 2/1/2012 and 2/21/2012. Add'l info was received on 2/9/2012 and 2/21/2012. (B)(4).